Event description:
It was reported that there was diaphragmatic stimulation from the left ventricular (lv) lead regardless of location or configuration. One day after implant the lead was explanted and replaced by an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 implantable tachy lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).